Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and fill or priming anomaly. Customer stated that her mother's pump is not priming and she was hearing beep sound and no insulin was exited. Customer was assisted to complete priming. Customer stated that the all buttons were responding now but act button is not responding. Customer stated that pump was not dropped aor exposed to fluid. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.